Manufacturer narrative:
On (B)(4) 2014, the field service engineer replaced the coulter dxh diluent lot number 3510530 with coulter dxh diluent lot number 3510680. He ran remove cleaner, prime sweep flow and prime diluent functions. Daily check was performed; all parameters passed, along with qc. (B)(4). This MDR is related to MDR 1061932-2014-02182 for another occurrence for the same customer facility.

Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.